Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient experienced swelling, inflammation, rash and redness under and extending beyond the patch perimeter. The patient was evaluated by a healthcare personnel (hcp) who diagnosed cellulitis and prescribed an oral antibiotic (flucloxacillin). At the time of the report, the patient stated the affected area was still swollen but getting better. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.